Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, after inserting a new sensor and completing its warm-up, the cgm was reading low mg/dl while the bg meter was reading in the 120-130 mg/dl range. The patient did not provide herself with any treatment at this time. The cgm continued to provide her with unspecified low readings for approximately 6 hours overnight while the patient was asleep. During this time, the patient¿s tandem insulin pump ¿reduced or stopped delivery¿. The patient woke up and felt nauseous, disoriented, and unwell. The patient¿s cgm was still reading low mg/dl while the bg meter was reading 369 mg/dl. The patient treated herself with insulin via injection. Despite this, her symptoms persisted and she went to the ER. At the ER, the patient had laboratory work done and her bg level was 373 mg/dl with ketones, which the patient stated was consistent with ¿early-stage dka¿. The patient¿s cgm and tandem insulin pump were removed. The patient was treated with IV fluids and was discharged from the ER after approximately 4 hours once her bg and ketone level improved. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).